Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device stopped responding during operation. There was no patient impact.

Manufacturer narrative:
Analysis found loose screws. The unit came in with 2 torn seals and a missing stand off with the screws inside the unit which caused the failure. Disassembled, cleaned, removed screw from inside of the unit. Retained chain standoffs, reconnected the chain with a new ring, replaced seals, reassembled and tested in accordance with its manufacturing specifications. If information is provided in the future, a supplemental report will be issued.